Event description:
The cuff on a 8lpc tracheostomy tube leaked while in use. The pt was in ICU on a ventilator and it was noted that the pt's volumes and pressure decrease. No pt harm was reported. The pt returned to the or and the trach was replaced without incident.